Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly neck was implanted 2 yrs ago and needed to be revised because the patient was lengthened too much. When taking out the neck, we saw that the neck was black.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The device was returned for evaluation.